Manufacturer narrative:
Reported event: an event regarding dislocation involving an ceramic head and a mdm liner, the event was not confirmed conclusion: the event indicated the ceramic head dislocated from the mdm liner. No allegations were made against the reported shell. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
A left hip revision was reported of acetabular components, due to repeated dislocations, from a previously done total hip. When opened to the joint it was noticed that the mdm insert had come apart from the 28mm -4mm ceramic head which was still on the trunion of the stem. We removed the existing ceramic head, mdm liner, and cluster shell. That was then replaced with a bigger cluster shell, elevated liner, and -5mm 36 mm lfit head.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
A left hip revision was reported of acetabular components, due to repeated dislocations, from a previously done total hip. When opened to the joint it was noticed that the mdm insert had come apart from the 28mm -4mm ceramic head which was still on the trunion of the stem. We removed the existing ceramic head, mdm liner, and cluster shell. That was then replaced with a bigger cluster shell, elevated liner, and -5mm 36 mm lfit head.